Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that on (B)(6) 2019, the c4601s cusa excel 23khz standard tip was rejected during incoming inspection due to a foreign material noted. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. One sealed sample was received. The customer had identified (with self-stick paper) two (2) places where particles had been observed. These were very hard to distinguish at plain sight. One was found inside the outer tray and the other was on the tyvek lid inside the inner tray. The black particles were measured using a dirt estimation chart (tappi chart). Both particles were found to be less than 0.10 mm2 (actually = 0.02 mm2). The complaint is considered unconfirmed since it meets with visual inspection criterion (contamination may not exceed 0.10 mm square on the tappi dirt estimation chart). The DHR for lot # 3279219 was reviewed. No anomalies were reported during the packaging process of this lot that could be related to the reported condition. Also, no quality events were issued for lot # 3279219; therefore, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The events/non-conformances and CAPA¿s histories were reviewed for the past two (2) years, but no investigation was issued regarding the reported condition of ¿foreign material¿. Thus, the reported condition was not confirmed. Device identifier number: (B)(4).